Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the tsw35 instrument would not fire, nor release from the tissue. The surgeon used a lap grasper and placed it below the instrument and pulled it off the tissue. There was no damage to the tissue. The surgeon opened another instrument to complete the case. There was no consequence to the pt.